Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6), ubd: , UDI#: this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that their controller screen has been going black/unresponsive. The ptt stated they, along with a manufacturer representative (rep) . Thought a new li battery pack was needed. The pt mentioned resetting the controller as instructed by previous technicians. Pt claimed sometimes it will start up <(>&<)> other times it doesn't so they wait a while and take the battery pack out again. Pt commented they didn't have time to deal with it when incident began. In addition, pt described discovering this morning the controller battery pack did not charge after being left connected to ac power supply all night. Patient services (pss) had pt reset the controller while collecting device modal/serial numbers by making sure nothing was plugged into the controller, remove the battery pack, plug the acpower supply into a wall outlet and then connect to the controller after verifying power light was green on the power adapter box. Pt confirmed the controller powered on then reinserted the battery pack. Pt said the controller 'battery indicator' light was not illuminated after the battery was reinserted. Battery low [66] displayed after screen was unlocked and then the batteries [49] screen indicated the controller was plugged into power source with the battery pack not installed. Pss verified the battery pack was inserted in the controller w/ the compartment cover closed. Pt did not detect any visible damage to any external device components. Pss noted the battery was manufactured 02/18 . A replacement battery pack was sent out. No symptoms were reported.